Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm,

Event description:
A report was received that the patient was experiencing severe abdominal pain following a permanent implant procedure. The physician suspected that this might have been due to the numerous attempts of inserting the paddle lead causing a nerve to be hit and affected. The patient was prescribed with pain medications. The patient was reportedly doing well after hospitalization.